Manufacturer narrative:
Phone not provided.

Event description:
The customer reported (light emitting diode) led indicator faulty. The device was not in use at the time of the reported event. There was no patient involvement.